Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 186 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit was received with constant a32 and e22 alarm right after inserting battery, problem isolated to m/b. Pump received with minor scratched display window, cracked reservoir tube lip and scratched reservoir tube window.